Event description:
Home health nurse for end user reported that the shaft for the 3920-2 cane cracked across the shaft, caused the end user to fall and injure her shoulder. User has a doctor visit pending, as of now only sore and bruised.